Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of a frayed wire. The instrument was found to have a broken grip cable. One grip close cable was broken at the distal idlers. The idler pulley was able to spin freely and was not damaged. A cable segment was observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci s surgical procedure, the surgical staff allegedly noticed that the mega suturecut needle driver instrument had frayed cables. The alleged issue was found during setup. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.